Event description:
An issue was reported where the caller needed assistance updating the pump time, as the discrepancy between the displayed and actual time exceeded five minutes. There was no adverse impact to the customer's blood glucose level. Technical support helped the caller update the pump time and advised monitoring the time to ensure any recurring discrepancies are followed up on; the caller understood and acknowledged the advice.